Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer reported reprocessing the device in accordance with the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material could not be removed from the device as there was physical damage to the device. However, a final root cause was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5 - event date.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had defects of the universal cord/distal end/connector/control section/related parts. Inspection and testing of the returned device found that the channel mount was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the light guide cover lens was cracked, the charged coupled device cover lens was chipped, the distal end cover was chipped, the bending section cover was chipped, the connecting tube was buckled, paint was peeling off the air/water nut and the suction cylinder nut, switch key top 1 had a pin hole, the universal cord was buckled, the up/down/right/left knobs had play and were out of the specified value, and the channel mount was clogged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.